Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised : cotyle "anca fit?" Sans trous a/revet. Hap 52 ppr67352, lot s05105284. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte ppr67510, lot s05107050. Tige "anca fit?" Rev. Hap 1/3 proximal 11d ppr67604, lot s05104470.